Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: h11j19122 and h11i02087 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse in the USA of peritonitis with culture positive for streptococcus in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). The action taken with dianeal therapy was not reported. On an unreported date, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. Treatment was not reported. On (B)(6) 2012, the patient was discharged. The peritonitis was recovering.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event.